Manufacturer narrative:
H6 evaluation codes: updated based on finding from field service engineer. The customer calibrated and ran controls with new reagents. The results were within range. The fse identified that the customer was using expired reagents. No further action required by field service. The aia-360 analyzer is functioning as expected. The most probable cause of the reported event was due to the customer using expired reagents during testing.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by reviewing the results from the college of american pathologists (cap) proficiency testing for progesterone (prog iii). The fse checked temperatures, wash, substrate and incubator and they were all within range. It was observed that the prog iii lot was expired and the last calibration on 14sep2023 was void. The customer ordered new reagent. As of 22feb2024 the customer has not received the new reagent in order for the fse to troubleshoot the issue. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no similar complaints identified during the searched period. The st prog iii analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack progiii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack progiii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable is pending investigation completion

Event description:
A customer reported failure of college of american pathologists (cap) proficiency testing for progesterone (prog iii) on the aia-360 analyzer. No issues with reagents, quality control (qc), and calibrations. Patient testing was not impacted. The customer asked for service to take a look at the instrument and values together. There was no indication of any patient intervention or adverse health consequences due to the reported event.